Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
Visual evaluation of the returned device found that one section of the package was ripped. The circumstances under which the package was ripped cannot be determined. The manufacturing processes include inspections to ensure that all finished devices meet specifications. A definitive root cause could not be identified. Therefore, the most probable root cause is ¿undeterminable¿. A review of the device history record (DHR) found the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that during unpacking of the polaris ultra ureteral stent, the complainant found that there was a hole in the sterile package containing the device. There was no procedure nor patient involved.

Event description:
It was reported to boston scientific corporation that during unpacking of the polaris¿ ultra ureteral stent, the complainant found that there was a hole in the sterile package containing the device. There was no procedure nor patient involved.